Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted five needles and five sutures in a retainer. One of the five needles was attached to a suture. The needle was difficult to remove because the suture is observed to be stuck in the retainer. Samples were sent to engineering for further evaluation of difficult to remove sutures. Engineering couldn't determine a root cause because there was no evidence that the reported condition was due to manufacturing/assembly process failure or machinery and environmental failure. Therefore the reported condition was most likely caused by external sources outside of the manufacturing facilities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the thread could not be pulled out. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem. The procedure was completed with another device.